Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced chronic pain, infections and recurrence of sui. All other information is unknown.

Manufacturer narrative:
The reported lot number, oml00600041, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.